Event description:
Reporter noted posterior capsule tear occurred during "I/a". Anterior vitrectomy performed. Lens placed in sulcus. Felt capsule may be frail due to diabetes, but wanted tip checked.